Manufacturer narrative:
Unit received with intermittent button press due to corroded keypad trace. No button error alarm noted. Keypad overlay had weak adhesive bond at all locations.

Event description:
Customer reported via phone call to have received a button error alarm. Buttons were not pressed longer than 3 minutes. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.